Manufacturer narrative:
The unit was unable to prime during prime/compromised force sensor test due to faulty force sensor. The insulin pump passed the rewind, basic occlusion and displacement test. There was no motor error alarm noted. The motor passed the motor test. The insulin pump was received with a cracked battery tube thread, reservoir tube lip, and the end cap sticker was missing.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during normal use. The blood glucose reading was 188 mg/dl. There were no significant events leading to the alarm observed. The history showed that the motor error alarm previously occurred 3 times. Troubleshooting was conducted and the customer was able to complete the rewind. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.